Event description:
The international customer reported the ventilator had a black screen when booted. The customer reported the ventilator was not in use; therefore, there was no patient involvement or harm. Completion of device evaluation and service is pending.

Event description:
The international customer reported the ventilator had a black screen when booted. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. Completion of device evaluation and service is pending.

Manufacturer narrative:
Completion of service pending.

Event description:
The customer reported the unit was serviced by a 3rd party service provider because it was out of warranty. The customer did not provide detailed information about the repair.